Manufacturer narrative:
Implant date: approximately one year ago, (B)(6) 2011. The exact date was not provided. (B)(6). (B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The explanted intraocular lens was returned to our manufacturing facility. A visual inspection showed that the returned sample was covered with contamination, no optical deviations on the optic were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The device manufacturing records were reviewed and showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 24.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at the patient''s approximately one (1) year follow up visit, the patient underwent explant of the intraocular lens (iol) due to being unable to see near vision. Further, according to the doctor, corneal astigmatism was 0.25 and curvature (refractive) astigmatism was more than 3d (diopter). The iol was correctly implanted in the patient''s eye, and there was neither tilt nor decentration (eccentric). The doctor thought that there may be distortion with the iol and chose to explant the iol and implant another new iol.